Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (200 mg/dl).

Manufacturer narrative:
Follow up with the customer indicated that after an additional site change, blood glucose level was decreasing and no further occlusion alarms had been received. No product returning for eval. Should new info become available, a follow up report will be submitted.